Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. The leak occurred during drain 1 of their pd treatment. The cause of the leak is unknown. The patient was unable to confirm whether or not the fluid leak came from the liberty cycler set or the bag the patient confirmed that no fluid came in contact with the cycler. Upon follow up, the patient confirmed the reported event during drain 1 of their treatment. The patient stated that they received an air detected in cassette warning on the liberty select cycler and upon inspection they saw that there was fluid all over there floor. The patient confirmed that no fluid got in or near the cycler and that the fluid had only gotten on their floor. The patient¿s treatment was discontinued, and while the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, they were unable to complete peritoneal dialysis treatment on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.